Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. All pieces were returned for evaluation. Visual inspection of the returned bottom provisional found signs of repeated use and a fracture on the lateral side of the post. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: item: ps tibial articular surface provisional right size 10-12 gh top, item: 42527401010, lot: 62669906. This report is of 2 mdrs filed for the same patient (reference 0001822565-2017-01034).

Event description:
It was reported that during surgery the item broke on insertion for trial range of motion. Component was not seated properly in tibia trial baseplate. There were no complications or delay reported.